Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted 09 september 2013 ¿ 05 november 2013), carefusion 2200 initiated a CAPA investigation ((B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: one (1) unopened sample was provided for evaluation. Evaluation of the complaint sample confirmed the presence of loose debris adhered on the j-tip guidewire that is larger than the established 0.8 mm2 tappi standard for debris in the quality plan for this product code. It has been identified that this failure mode is not an isolated event. A review of applicable manufacturing procedures identified specific manufacturing steps that may have contributed to the reported failure mode. A device history review (DHR) for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, the root cause was identified as a failure to identify the reported debris during final inspection of the sterile sealed packaging prior to placement in the shipping case. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.

Event description:
The distributor reported that during incoming inspection, the following was found: a foreign particle bigger than tappi 0.8 on the plastic tubing of the guidewire.